Event description:
During patient use the autopulse platform (sn: (B)(4) continuously stopped compressions and displayed a "low battery warning" error message. Different batteries were used, but the same issue was observed. Therapy was switched to manual CPR. No adverse effects or consequences to patient.

Manufacturer narrative:
Date of event or problem was updated based on the information obtained during device evaluation. Describe event was corrected. The reported complaint of the platform continuously stopped compressions and displayed a "low battery warning" error message was confirmed based on the analysis of archive data and during functional testing. The root cause for the reported complaint was due to the damaged drivetrain motor. Upon visual inspection, it was observed that the front cover was cracked/ damaged, and the lcd display was damaged with missing pixels. In addition, multiple cracks were observed at the screw well region of the bottom cover. The observed physical damages appeared to be the characteristic of harsh impact due to user mishandling. The autopulse platform was manufactured on 5/25/2018 and is less than 2 years old. The customer has a history of repeatedly returning the platform for damaged covers. The damaged covers is an indication of mishandling of the platform. The mishandling cannot be ruled out as the root cause for damage to the drivetrain motor and the lcd. A review of the autopulse platform archive was performed, and multiple user advisory (ua)17 (max motor on time exceeded during active operation) and warning 1 - low battery warning message were observed to occur on the reported event date; thus, confirming the reported complaint. Based on the platform's archive data, it shows that batteries serial numbers (B)(4) and (B)(4) were used at the time warning 1 - low battery warning message and ua17 error message occurred. The archive shows that both batteries battery s/n (B)(4) and (B)(4) were fully charged at time of use in the autopulse platform. Both batteries were used repeatedly for compression. Warning 1 - low battery warning message will be triggered when there is less than 5 minutes active operation left before battery is too low to operate. Based on the platform's archive data, no malfunction for the batteries were observed and both batteries functions as intended. Ua17 will triggered when the autopulse did not reach target depth within the specification. The drive motor was on for more than 265ms during compression. The returned autopulse platform passed the initial functional testing without any fault or error. However, during the run-in test with large resuscitation testing fixture, the platform repeatedly failed to continue compressions due to ua17; thus, confirming the reported complaint. It was observed that the drivetrain motor was damaged. Following service, including replacement of the bottom and top covers, lcd, and drivetrain motor/clutch plate, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse with serial number (B)(4).

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During patient use, the autopulse platform (sn: (B)(4)) continuously stopped compressions and displayed a "battery failure" error message. Different batteries were used, but the same issue was observed. Therapy was switched to manual CPR. No adverse effects or consequences to patient.